Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station screen was black. A field service engineer (fse) tested boards, and both were out of range. Fse replaced drawer controller and pyxis module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had station was black even though the medstation had power. Tried to turn on and turn off, checked power cord and moved plug to different outlet but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.